Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, successfully resolving the issue with no recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if any issues arise again.